Manufacturer narrative:
Adverse event health effect - clinical code e2342 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (multisystem organ failure, cardiac arrhythmia, and patient outcome) cannot be conclusively determined through this investigation. Heartmate 3 left ventricular system, serial number (B)(4), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia, multiple types of organ failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into ventricular tachycardia (vt) for 12 hours despite multiple shocks, intravenous amiodarone and lidocaine, and beta blockers. This led to multi-system organ failure (msof). The patient reportedly had bad kidneys and a bad liver, so the family ultimately decided to withdraw care. The patient passed away on (B)(6) 2023. The patient had a history of vt and underwent a vt ablation procedure 3 days prior to left ventricular assist device (lvad) implant. The pump was working effectively prior to the patient's demise.